Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 286 mg/dl and associated symptoms of shortness of breath, chest pain and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a time/date reset issue; the time/date goes to default for pump model when battery is removed for less than 24 hours. This issue is not expected to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set by the user to confirm the verify screen. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a time/date reset issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/19/2017 with the following findings: the pump's black box showed a manual time change on (B)(6) 2017 from 21:16 to 09:15. An unexplained pump reboot event was observed at 09:23. When the pump was powered back on, the time and date had reset to the default. One basal delivery was made at 09:41 and then an unexplained pump reboot event occurred. Deliveries resumed at 10:01. The pump was exercised for 24 hours, and after 24 hours the battery was removed for 6 hours. When the pump was powered back on the time and date had reset to default. The pump passed a delivery accuracy test and was found to be delivering within range.